Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed renal dysfunction and received dialysis treatment once a week. The cause was thought to be due to antibiotics.

Manufacturer narrative:
This event was determined to be a duplicate and the investigation findings will be reported under MFR # 2916596-2022-13186.